Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate. Only 8 cc water was drained and the doctor used the jelly to remove the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was difficult to deflate. Only 8cc water was drained and the doctor used the jelly to remove the catheter.